Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the fragmatome handpiece gets too hot at the needle. Event timing and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The customer reported that the fragmentation handpiece was getting too hot at the needle. There was no reported patient harm. The fragmentation handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic power. The handpiece passed the temperature test which found it hottest measurement to be 41 degrees celsius at the bottom of the handpiece, which is within the limit of 55 degrees celsius, after a minute of running at 100% power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal which found the handpiece to not meet product specifications. Disassembling the handpiece revealed twisted electrodes within the electrode chamber. The reported event of the handpiece getting too hot was unable to be confirmed. The hottest point on the handpiece was at the base of it, and it did not exceed 41 degrees celsius, staying under the maximum threshold of 55 degrees celsius. Unrelated to the reported event, the handpiece was found to have a longitudinal stroke length that was outside of specifications. While it is not entirely conclusive, based on the investigation results above, a possible cause of the sample not meeting specifications is the electrodes being nonconforming. The fragmentation handpiece was manufactured on january 20, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).